Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a stomach biopsy procedure. According to the complainant, during unpacking, it was noticed that the device clevis was bent. No packaging damage was reported and the device was not used for the procedure. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).